Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device did not fire. When another tr45w was used the staples did not fire. No other details are available. Additional followup: on what tissue type was the device used? At what location on the tissue? Bowel. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First and second. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Hard to fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes.